Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated. Date of explant is estimated.

Event description:
Reference manufacturer report number: 3006705815-2019-04920. Reference manufacturer report number: 1627487-2019-13963. It was reported that the patient had an infection at the ipg and lead site. Surgical intervention was performed wherein the scs system was explanted. The infection resolved over time and the patient was re-implanted successfully.